Manufacturer narrative:
Visual analysis was performed on the returned device. The reported material separations were confirmed. The reported difficult to advance, difficult to remove and activation failure was unable to be confirmed as it was based on circumstances of the procedure due to anatomical conditions and the condition of the returned device prevented any functional testing. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The emboshield nav6 instruction for use eifu, states: ¿only use the barewire filter delivery wires listed in table 1. Use of other guide wires will lead to loss of the filtration element or an inability to retrieve the filtration element.¿. The barewire filter delivery wire contains an 0.019¿ step which prevents the filtration element from coming off the wire during filter retrieval. It could not be determined if using the viper wire caused or contributed to the difficulties. The investigation determined that the reported difficulties were due to circumstances of the procedure. The reported difficulty advancing was likely due to anatomical conditions. It is likely that during the attempt to advance, the emboshield delivery cather kinked preventing further advancement. Additionally, with the shaft kinked, deployment of the filter was unsuccessful, and resistance was encountered during removal resulting in separation of the delivery catheter at the kinks in multiple locations. As a result the separated portions of the delivery catheter were embedded in the vessel, which reportedly resulted in dissection of the vessel. Unexpected medical intervention was required to treat the dissection with covered stents. It should be noted that the emboshield nav6 instruction for use warns: ¿only use the barewire filter delivery wires listed in table 1. Use of other guide wires will lead to loss of the filtration element or an inability to retrieve the filtration element.¿ the reported patient effect of vascular dissection is listed in the emboshield nav6 instructions for use as known potential adverse event associated with carotid stents and embolic protection systems. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B5 - describe event or problem: updated

Event description:
Subsequently, to the initial report being filed it was noted that the emobshield nav6 was loaded on a 014-018 viperwire flex guide wire and was the guide wire the nav6 met resistance with. No additional information was provided.

Event description:
It was reported that during the procedure was to treat the anterior tibial artery. The emboshield nav6 embolic protection system (eps) was attempted to be advanced; however, met resistance with a clot and became stuck. When attempting to remove the delivery system it became stuck on the wire. An attempt to deploy the filter to release from the delivery system was made; however, failed. An attempt was made to pull the delivery system free, but the delivery system began to separated. The first break occurred distal to the 90cm marker, this left the remaining delivery system in the patient. The sheath was removed to regain visibility of the delivery system and once removed it was attempted to remove the separated portion; however, it began to separate again. Once removed fully from the patient a new sheath was inserted and imaging noted some of the separated portions were embedded causing a dissection in the common femoral artery. Separated portions and the dissection were treated with covered stents. There was no adverse patient sequela; however, clinically significant delay noted. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.